Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded an alert for a parameter error which led to a factory reset. Technical services (ts) was consulted and the cause for the reset was not determined, and the device is currently operating as programmed. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Device has tsr-45496 that shows the device got an update that caused it to factory reset. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded an alert for a parameter error which led to a factory reset. Technical services (ts) was consulted and the cause for the reset was not determined, and the device is currently operating as programmed. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that this device was explanted and replaced due to normal battery depletion. This device has been returned.